Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user may not have thoroughly read the instruction manual, leading to occurrence of the subject event due to the user¿s mishandling of replacement of the water filter. The subject event can be detected and prevented by implementing in accordance with the instructions for use (IFU) instructions for oer-4, operation manual. Chapter 7 ¿routine maintenance¿ section 7.2 ¿replacing the water filter (maj-2318)¿ replace the water filter periodically, at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope reprocessor had been used with a water filter that had not been changed since it was installed in october 2023, exceeding the water filter replacement period. There have been no reports of patient harm or infection due to the event.